Manufacturer narrative:
B3 event date is approximate. Year of event is confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was patient rep stated that the patient was having some pain and they hadn't adjusted the stimulator for quite a few years. Patient rep wanted to know how to make an appointment to meet with someone on the phone to adjust the stimulation over the phone. Agent reviewed with patient how to adjust therapy settings with the handset and reviewed if patient tried all groups but was still not getting any relief to follow up with their healthcare provider to further address the issue. The patient representative called back and stated they were with the patient however, they were unable to connect. The patient had tried holding the communicator against the stimulator and the patient representative saw place communicator over the neurostimulator and press connect, which the patient had tried 3 times. The caller was unable to advance past no device response. The patient was redirected to their hcp to further address the issue. Additional information was received from the patient (pt). Pt reports they replaced their ins which resolved the issue.